Manufacturer narrative:
(B)(4). The device history review for the product visistat 35w (B)(4), lot number 73b1500281 investigation did not show issues related to the complaint. The device sample has not been returned for investigation at the time of this report. The manufacturer will continue to monitor and trend related events.

Event description:
Alleged event: the staples remained stuck in the stapler and therefore could not be used. No intervention was required; the faulty stapler was replaced. There were no clinical consequences for the patient.

Manufacturer narrative:
(B)(4). One (1) stapler from catalog number 528235 visistat 35w 6/box was received used, opened without original package, lot # was not confirmed. During visual inspection it was observed that components looked well assembled; without damage, no stuck staples in the tip of the cartridge, stapler has residues, stapler was received with remaining staples; however staples were observed separated. Sample received did not confirm the defect reported by the customer stuck in stapler during visual inspection. However an alternate condition was found in the device; staples separated. A functional inspection was performed with remaining staples, the device worked properly; a total of 13 staples were released and no quality issues were found during testing. Therefore, a corrective action is not required at this time. In addition, all products are 100% tested by manufacturing and this defect would have been detected during the functional testing.

Event description:
Alleged event: the staples remained stuck in the stapler and therefore could not be used. No intervention was required; the faulty stapler was replaced. There were no clinical consequences for the patient.